Manufacturer narrative:
To date the incident sample has not been received at valleylab for evaluation. If it is received, it will be evaluated and a follow-up report will be sent. This incident will be tracked and trended through the normal complaint process.

Event description:
The report stated that during the surgical procedure, the screw which connects the jaws broke and fell into the patient cavity. The surgeon recovered the screw. There was no patient injury.